Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, it appeared the device had prematurely reached eri. The patient was in stable condition.

Manufacturer narrative:
Evaluation summary: no conclusion code available. Upon analysis, longevity calculations confirmed the battery depletion was premature. Bench, temperature, and humidity tests were performed and no sources of high current were found. The cause of the premature depletion could not be determined.